Manufacturer narrative:
Method: device history review; results: the device remains implanted and is unavailable for evaluation. Because the device was not received, testing and inspection cannot be performed to aid in root cause determination. Furthermore, information regarding fusion of the vertebrae and surgeon technique could not be answered by the international representative. It was stated that the device was implanted for ~ 20 months prior to the breakage being identified, so it is possible that fatigue of the device occurred. Conclusion: however, without the needed information and the device in question, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that the patient underwent the surgery with the xia. In (B)(6) 2014, the surgeon confirmed via x-ray that the rod was broken. The patient underwent the revision surgery. The surgeon added the connector to the part into which the rod broke, and ended the operation.

Event description:
It was reported that the patient underwent the surgery with the xia. In (B)(6) 2014, the surgeon confirmed via x-ray that the rod was broken. The patient underwent the revision surgery. The surgeon added the connector to the part into which the rod broke, and ended the operation.